Manufacturer narrative:
(B)(4).

Event description:
A report was received that following an implant procedure; the patient had some erythema and papules around the incision site. It was noted that the patient had a possible cellulitis. The patient was prescribed cleocin.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that following an implant procedure; the patient had some erythema and papules around the incision site. It was noted that the patient had a possible cellulitis. The patient was prescribed cleocin.

Manufacturer narrative:
Additional report was received that the patient's cellulitis and erythema were resolved.

Event description:
A report was received that following an implant procedure; the patient had some erythema and papules around the incision site. It was noted that the patient had a possible cellulitis. The patient was prescribed cleocin.